Event description:
Instrument broke into patient and surgeon did not succeed to remove all foreign bodies. Additionally, account stated the physician was doing a gastroplasty procedure when the product broke and one ring was left inside of the patient. The ring was located during post-op x-ray. The patient was sent back to surgery and the piece was removed.

Manufacturer narrative:
The product was received at the manufacturing facility for investigation, visual examination noted that the cable was broken and one section of the cable was completely removed from the device. Other observations noted that there was one segment missing, a significant bowed shaft and the distal end of the rigid shaft had a mirror finish that is inconsistent with our manufacturing process. It was also noted that the components on both ends of the cable were not the same as the components used in the original assembly. No absolute cause of the cable failure can be determined, but it is possible for the cable to fall at the point where it exits the rigid tube if the unit is not sterilized in the straight position with the sterilization sleeve, per our instruction for use. The distal end should not be bent to fit it into a sterilization tray. This can kink and fray the cable at this location.